Manufacturer narrative:
Other relevant device(s) are: catalog # etlw1610c93e, serial number: (B)(4), use by date 2019-01-23 and (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 60mm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently. The stent graft was thrombosed so an intervention was performed to explant the graft. During the secondary procedure, the patient expired from hyperkalemia and rhabdomyolysis. Per the physician, the patient was a heavy smoker that continued to smoke post graft implant which most likely caused the thrombosis.